Manufacturer narrative:
Physio-control replaced the device, will evaluate it when received, and is continuing to investigate the reported incident.

Event description:
According to the reporter, they received 2 replacement devices for recall. One is displaying a service wrench.